Event description:
It was reported that during a follow-up, the implantable cardiac monitor exhibited backup vvi mode. Attempts to reinterrogate the device yielded an error message and the device could not be interrogated. After a device firmware download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.